Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-may-2026, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1000 mcg at 224.81704 mcg/day) and bupivacaine (10 mg at 2.24817 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had no pain relief from the pump and wanted it out. A decrease in fentanyl by 100mcg and removal of boluses was made. Additional information received from the healthcare provider via a clinical study indicated that the pump dosing had caused diziness and bouts of "double vision". A catheter access port (cap) contrast study detected an abnormality, catheter visualized outside spinal canal. A two step wean of sc fentanyl by 150mcg was started

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: an update was made to this section. Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024 explanted: (B)(6) 2025, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1000 mcg at 224.81704 mcg/day) and bupivacaine (10 mg at 2.24817 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had no pain relief from the pump and wanted it out. A decrease in fentanyl by 100mcg and removal of boluses was made. Additional information received from the healthcare provider via a clinical study indicated that the pump dosing had caused diziness and bouts of "double vision". A catheter access port (cap) contrast study detected an abnormality, catheter visualized outside spinal canal. A two step wean of sc fentanyl by 150mcg was started additional information received from the healthcare provider via a clinical study indicated that the catheter was explanted and replaced.

Manufacturer narrative:
H3: the pump was returned device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis identified a deformation in shape of the catheter body, damage to the transition tubing and a break in the catheter body. Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in sc morphine by .08mg was made.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type- catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was unsure if there had been a change in pain since last increase. An increase in sc morphine by 0.07mg was made.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #707418174: analysis information -- 2025-05-09 13:26:03 cst pli# 10 product ID# 8667-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was tolerating pump dosing and they wanted to continue increasing. Pump reprogrammed on the same day, an increase in sc morphine by 0.1mg was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient requested an increase in pump dosing for better pain control. An increase in sc morphine by 0.04mg was made.

Manufacturer narrative:
Product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the patient reported bilateral leg pain. The event was ongoing.